Manufacturer narrative:
(Head cable) the evaluation determined that the reported event was misuse due to a damaged head cable.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-3210-0030 camera heads cord has exposed wires, and an ar-3355-4030 arthroscope is producing a dark image. This was discovered during the early start of the case. Both items were replaced before proceeding with the surgery. There was no patient effect reported.